Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that the customer experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident and current blood glucose level was 135 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose for low blood glucose. Customer does not allege pump was over delivering. Product will not be returned for analysis.